Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn reported the patient had peritonitis. Upon follow up, the pdrn stated they are familiar with the pd patient who was hospitalized on (B)(6) 2023 for altered mental status, unilateral weakness, abdominal pain and cloudy peritoneal effluent fluid. The pdrn affirmed the patient¿s altered mental status and unilateral weakness was attributed to comorbidities that are unrelated to pd therapy or the use of any fresenius product(s), device(s) or drug(s). The pdrn stated peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the hospital on (B)(6) 2023 presented with acinetobacter baumannii in the culture and a wbc count of 6516/mm3. The pdrn reported the patient was diagnosed with peritonitis due to unknown etiology. The pdrn assumed the patient had a break in aseptic technique during pd therapy at home; however, this could not be confirmed. The pdrn stated, though there was no definitive root cause of this reported infection, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn reported the patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The pdrn stated the patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. The pdrn confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient has since transitioned to hemodialysis (hd) for renal replacement therapy on (B)(6) 2023 when the patient received a central vascular catheter in an outpatient procedure. The pdrn explained the patient is suspected of membrane failure and pd may not be a viable option for dialysis as the patient will continue hd on an in-center basis. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.